Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using the gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. It was reported that during removal of the delivery catheter of the aortic extender component, the leading olive was separated at the valve of the gore® dryseal sheath with hydrophilic coating. As the separated leading olive was within the sheath it was removed along with the sheath from the patient. The procedure was completed with no other reported issue. The patient tolerated the procedure.

Manufacturer narrative:
The device evaluation showed the following: the leading olive was separated from the leading end of the delivery catheter. There was no evidence of a bond for the leading olive to the delivery catheter on the polyimide guide wire lumen or inside the leading olive. The findings from the evaluation are consistent with the physician's observations. The root cause for the leading olive separation is due to a lack of bonding between the leading olive and the delivery catheter.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.